Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to take several steps to address the issue. The customer was advised to replace supplies as necessary and resume insulin. Reportedly, the customer continued to use the pump for insulin therapy.